Event description:
Ambulance personnel were attending to a pt, condition unk. During an attempt at monitoring the pt, the device allegedly displayed a leads off message and a flatline. All electrodes and cable connections were verified and the operator could not discern a reason for the alarm. There were no adverse effects to the pt reported as a result of the alleged malfunction.